Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an incident with feeding tube. The customer reported the adult ICU had an incident of a perforated lung during insertion. The customer reports the pt was at the hospital as a result of a stroke. When the tube was placed, the x-ray taken was misread. The tube was placed and perforated the right lung and feeding was administered. There were two chest tubes placed and the pt was intubated. The pt was not completely alert but the customer did report the pt may have coughed during placement. The pt was released from the hospital and transferred to an acute rehabilitation center. There is no further info on the pt status.